Manufacturer narrative:
(B)(4). Date sent: 9/16/2021. There is no call home available. No device will be returned to neuwave for further investigation. Lot ml20085514 was reviewed. Manufacture date: 9/15/21. Expiration date: probe sns 5, 20, and 25 had low flow. No further problems were seen during the manufacturing and testing of this lot. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Additional information was requested and the following was obtained: ¿ no fragments were generated and fell off inside patients due to this issue. ¿ patient was discharged on the next morning, about or before 24 hours after procedure. Plan of care was not changed. ¿ device could not be shipped. Device was lost. Lot ml20085514 was reviewed. Manufacture date: 9/15/21 probe sns 5, 20, and 25 had low flow. No further problems were seen during the manufacturing and testing of this lot. There is no call home available. No device will be returned to neuwave for further investigation. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history review is in progress. Once manufacturing record evaluation has been completed, a supplemental medwatch will be sent. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation procedure, after multiple attempts of inserting and removing for a better localization of the probe, it ultimately bent and broke. The broken probe was removed and was replaced by a new one. Procedure was delayed by thirty minutes, however surgery was successfully completed. There was no patient consequence.